Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons were unresponsive. The customer stated that the insulin pump had rejected batteries and battery lasts less than seven days. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device passed displacement test and self test. Device received with all operating currents within spec. No unexpected low battery alarm anomalies noted. No unexpected failed battery alarm anomalies noted. Device received with cracked battery tube threads, cracked lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address/serial number label and broken belt clip slot. (B)(4).